Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that during an unknown time there is a problem with the plate and it cannot move forward or backwards. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.